Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2014 the lay user/patient contacted lifescan (lfs) (B)(6) alleging that their onetouch verio iq meter read inaccurately high compared to another meter. The customer service representative (csr) spoke with the patient on (B)(6) 2014 with follow up questions from medical surveillance and obtained the following information. The patient alleged that the product issue began on (B)(6) at 7:45am. The patient reported obtaining a blood glucose reading of ¿8.1mmol/l¿ on the subject meter and ¿5.4mmol/l¿ on a onetouch ultra2 meter, obtained within 20 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds lifescan¿s criteria for accuracy. The patient manages their diabetes with glucophage (500mg), taken twice a day. The patient reported that on the morning of the alleged inaccurate reading they increased their usual dose of glucophage to 750mg. The patient reported developing symptoms of ¿dizzy and generally feeling unwell¿ approximately thirty minutes later. The patient was unsure if they associated these symptoms with high or low blood glucose. The patient reported contacting their doctor by telephone and their doctor advised them to self-adjust their medication if their blood glucose reading was above 7.0mmol/l. The patient denied receiving any other treatment and stated that they began to feel better a few hours later after lying down for a while. At the time of troubleshooting the cca verified that the unit of measure was set correctly and that the test strips were stored correctly (per owner¿s booklet recommendation). During a control solution test the result fell within the accepted range as specified on test strip vial. Replacement products were sent to the patient. Based on the information provided, there is no indication that the reported issue caused or contributed to a serious injury. The patient¿s reported symptoms do not meet lfs¿ criteria for a serious injury due to hyperglycemia. The patient did not receive any medical treatment beyond advice from his hcp by telephone. However, this complaint is being reported because the alleged issue remained unresolved at the time of troubleshooting.